Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2016, the patient was initially implanted with a bifurcated stent and an infrarenal extension. On (B)(6) 2017, endologix was made aware of migration of the infrarenal extension with no endoleak or sac growth. The patient was reported as stable and is being monitored. There have been no additional patient sequelae reported.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to refute the reported event of migration of 8 to 10 mm as it was stent movement of 4mm instead. Clinical was also found evidence to support the additional finding of a type 1a endoleak with sac growth. The most likely cause of the cuff movement into the sac and loss of seal was the suboptimal placement at the implant within a hostile neck anatomy. Off-label neck anatomy suspected but could not be confirmed. There was no evidence of secondary procedure. The patient was reported to be in stable condition. To date there has been no reports of further negative patient sequelae. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. These types of events will be monitored and trended as part of the quality system. Health professional: change to yes. (B)(4).